Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported patient perforation could not be determined; however, user handling could not be ruled out as a contributory factor to the reported event. The instruction manual contains several warning and caution statements in an effort to prevent patient perforation. ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Never perform flexibility adjustment, operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result." As part of our investigation, a review of the device service history records indicates that the device was purchased on (B)(6) 2014 and was last serviced on (B)(6) 2016. Olympus made multiple follow-ups with the user facility by telephone and in writing in an attempt to obtain additional information regarding the reported event. To date, no additional information was obtained.

Event description:
Olympus received a medwatch report number (B)(4) on (B)(6) 2016 indicating that during a colonoscopy with biopsies and polypectomy procedure, the patient was perforated. The following day the patient was admitted for abdominal pain and vomiting. X-ray showed free air. The patient underwent surgery to repair the perforation. No further consequences to patient. This is report 1 of 2.